Event description:
Procedure performed: pneumonectomy. Event description: event: breakage of the distal end of the cannula during robotic procedures . Additional information received via email (B)(6)2022 from distributor: the tip of the cannula was broken. Report from the sales rep when performing a robot-assisted pneumonectomy, it was noticed that the tip of the cannula was missing. The dropped fragment has been recovered and no health hazard has occurred to the patient. It is possible that the tip of the trocar was damaged due to the force applied when moving the field of view of the camera. Initial investigation report the event unit was not returned to us because it was only information by the customer, we could not confirm the unit condition. The incident will be informed amr for further evaluation. Additional information received via email (B)(6)2022 from distributor: facility reports that fragmentation of the cannula possibly remained in the patient's body. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience of a fractured cannula tip. Based on the description of the event, it is possible that the cannula tip fractured due to instrumentation coming in contact with the cannula tip during the procedure. It is also possible that the cannula contained a material abnormality, which could make it more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: pneumonectomy. Event description: event: breakage of the distal end of the cannula during robotic procedures. Additional information received via email 08mar2022 from distributor: the tip of the cannula was broken. Report from the sales rep: when performing a robot-assisted pneumonectomy, it was noticed that the tip of the cannula was missing. The dropped fragment has been recovered and no health hazard has occurred to the patient. It is possible that the tip of the trocar was damaged due to the force applied when moving the field of view of the camera. Initial investigation report: the event unit was not returned to us because it was only information by the customer, we could not confirm the unit condition. The incident will be informed amr for further evaluation. Patient status: no patient injury.